Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient alleged difficulty breathing/short of breath,having upper respiratory problems,& irritation of the lungs. No report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-03020. This report was submitted as a duplicate report of the previously submitted report. Section d7a has been corrected in this report.